Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): there was intermittency between the pin and the cap, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.